Event description:
Boston scientific cardiac rhythm management (crm) received a call into technical services regarding performance of this cardiac resynchronization therapy defibrillator (crt-d). The device is oversensing atrial beats on the ventricular pace/sense channel, resulting in inhibited ventricular responses. The observation is intermittent, and all lead measurements are favorable. Technical service was questioned for recommendations. No adverse patient effects reported. Subsequent information indicates a lead issue; lead revision successful. Following lead revision, the device remains implanted and in service without further complications. Subsequently, the device was explanted and returned for analysis. No out of service information received with the returned product.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header confirmed a missing seal plug; however, no other anomalies were observed. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Engineers confirmed the device was at middle of life (mol2) and 2.55 volts at the time of explant and had not triggered any replacement indicators while implanted. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device has been archived as meeting specifications.